Event description:
It was reported that (1) lcsc5 was used with luke hand piece during a laparoscopic ventral hernia procedure. It was reported by the rep that the device worked for twenty minutes. The surgeon put the device down for five minutes and went to use it again. A solid tone developed and it would not work event after cleaning and tightening. Opened another device to complete the case. There was no consequence to pt.